Event description:
Event description boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) was explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). There were no allegations against the ICD at that time. Subsequently, the device was retrieved from archive for further analysis testing.